Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and venous subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 15 atmospheres. The device was removed successfully, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 27mm in length and extended from a position 15mm proximal of the distal markerband to 11mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and venous subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 15 atmospheres. The device was removed successfully, and the procedure was completed with another of the same device. No patient complications were reported.